Manufacturer narrative:
The anomaly observed in the field was verified in the labor- atory. Visual analysis found an arc mark on the ICD. Bench tests were normal except the hvli test. An alert message of possible high voltage output damage was displayed. The arc mark and output circuitry damage are consistent with damage caused by a lead anomaly.

Event description:
It was reported that interrogation revealed low impedance and possible output circuit damage.

Event description:
It was reported that during testing, it was found that 6 electrodes channels now show hi. The patient's school results have become worse.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.